Manufacturer narrative:
The insulin pump was received with complete broken reservoir tube lip. We were unable to perform basic occlusion test and occlusion test or verify air bubble or leaked reservoir due to broken reservoir tube lip. However, the insulin pump was received with normal operating currents and passed error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, missing o-ring and cracked case at reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call indicating high blood glucose readings and damage from the insulin pump. The customer's blood glucose reading was 547 mg/dl. The customer treated with a set change and bolus. The customer mentioned a crack near the o-ring of the reservoir compartment. The customer also mentioned a plastic piece missing. The customer declined to troubleshoot for high readings. The insulin pump will be returned for analysis.